Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. Product was provided for investigation. Confirmation of the complaint was undetermined via product. The probable cause was unable to be determined via product. No injury or medical intervention was reported.

Event description:
It was reported that the sensor deployed on its own. Data was provided for investigation; however, investigation of provided data cannot confirm or disconfirm the allegation or determine a probable cause. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).